Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing, flow rate testing, and temperature testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a paroxysmal atrial fibrillation procedure with a simple vein isolation in the left atrium, a tamponade was noted in the right inferior pulmonary vein. When completing ablation of the right inferior pulmonary vein, the patient became hypotensive. An echography revealed an effusion for which a pericardiocentesis was performed. However, this did not resolve the bleeding and a sternotomy was performed stabilize the patient. There were no performance issues with any abbott devices. The physician believes the tacticath caused the tamponade, as the bleeding was localized in the location of the last ablation on the right inferior pulmonary vein.